Manufacturer narrative:
Device was received with critical pump error alarm and multiple sequential hardware low level failures caused by the twi hw failure, fault isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 128 mg/dl. The customer reported that the alarm was beeping on the insulin pump and a picture of the insulin pump with big red x and pointing to a book that had a big question mark appeared on the insulin pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.